Event description:
It was reported that during the photovaporization of the prostate procedure, a total of four fibers were used. It was stated that two fibers were replaced as the necessary joules to complete the procedure were not reached. The reason for replacing the third fiber was not provided. The physician continued to use and fire the fiber into the sheath/lens. The fiber and the scope were reported to break. There were no complications to the patient as a result of this event. No other information was provided. This is for the fourth fiber.